Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a history of unsuccessful right ventricular auto-threshold (rvat) and right atrial auto-threshold (raat) tests due to noise, as well as changes in r-wave amplitudes and impedance measurements attributed to patient activity. Of note, right atrial (ra) lead pace impedance measurements have had sudden drops of 150 ohms or more, and right ventricular (rv) defibrillation lead shock impedance measurements also dropped 20 ohms then recovered. Engineering was notified of this lead behavior for further investigation. Upon review, there were no suspicious faults or resets, and power had been normal and stable. In 2022, shock impedance measurements were decreasing and ra impedance measurements were rising, which may be consistent with lead-on-lead abrasion. At this time, impedance measurements reasonably suggest lead insulation remains intact. Commanded shocks were recommended for further investigation, however this situation can be monitored for now. This ra lead remains in service. No adverse patient effects or interventions were reported at this time.